Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer received a box of minicaps where the outside label was different than the labeling on the actual minicap packaging inside the box. The lot number and expiration date on the outside of the box did not match the lot number and expiration date of the minicaps packaged inside the box which led the patient to use expired minicaps.

Manufacturer narrative:
An opened minicap carton was returned in an outer carton which contained a polybag with loose unopened minicaps. Fifty-two (52) unopened caps were found in the polybag. The reported condition was verified through inspection of the returned samples. The cause of the condition could not be determined. However, it was verified the customer did received shipment of multiple lots; no re-work was done on the orders. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.